Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 3 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 he obtained a result of ¿487mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿180mg/dl¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 she was hospitalized where she received treatment with IV fluids and that ¿two weeks¿ after the alleged issue occurred, she developed symptoms of ¿dizziness and confused¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia and the medical intervention received correlated with the allegedly high results obtained on the subject meter. This complaint is being reported as the alleged issue was not resolved with troubleshooting.